Manufacturer narrative:
Updated patient outcome code grid.

Event description:
It has been reported to philips that the device needs service for "shifted touch." Further information has been requested. No known consequences or impact to the patient.